Event description:
The activating button on the handpiece remained stuck in the activation position.

Manufacturer narrative:
Conmed was in receipt of the sample in question and had confirmed the reported event. However, the samples were dissected and the investigator observed corrosion on the internal components. The number of usages is unknown and the age of the handpiece is unknown as the lot number was not provided.